Manufacturer narrative:
Additional manufacturer narrative: date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported that the "patient had problem" with his spectra penile prosthesis (spp). No interventions have been reported so far.